Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a physician is upset because the device does not have a programming option that was available on a previous device. The physician reportedly had a younger patient who has received several inappropriate shocks for sinus tachycardia with long av delays and does not want to ablate the patient's av node. He requests justification for why the programmability was removed from products and wants it added again. He also requested information on any known algorithm that may appropriately withhold therapy for an arrhythmia. The device is still in use and no patient complications were reported.